Manufacturer narrative:
Event date: (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette would not connect to the transfer set. This event occurred during use of the device. It was further reported that there was no damage to the supplies, and the line of the homechoice cassette was the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.